Event description:
It was reported that when the anesthesiologist was about to assemble the introducer needle to the arrow raulerson syringe, he found a crack in the hub. The clinician complained that because of this issue, the needle had to be exchanged, which caused a delay in the procedure.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.